Event description:
On november 17, 2001 the end-user called minimed, USA and stated that the cannula housing became detached from the tape. On february 11, 2002 maersk medical received the complaint the near-inicdent took place in USA.